Event description:
It was reported that the customer received an auto-off alarm while sleeping. During troubleshooting with tandem technical support, customer understood that the auto-off safety feature/alarm occurred due to no interaction with the pump since the previous day. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.